Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Impedance measurements decreased but were still within range. Amplitudes decreased and thresholds increased. The lead was repositioned and remains in service. No adverse patient effects were reported.